Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an exalt model d single-use duodenoscope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. The patient has a medical history of cholangiocarcinoma. Two ercps were performed prior to the ercp performed on (B)(6) 2021. The first ercp was performed in (B)(6) 2021 for bile duct obstruction due to possible cholangiocarcinoma. The procedure was completed with a non-bsc reusable duodenoscope. Biopsies were taken and a stent was placed. The biopsies were inconclusive. A second ercp was completed in (B)(6) 2021, by the same physician using a non-bsc reusable duodenoscope and a spyscope device. Biopsies confirmed cholangiocarcinoma. During this procedure a new stent was placed, and an elective stent exchange procedure was scheduled for (B)(6) 2021. During the procedure on (B)(6) 2021,the patient was placed in a prone position. The physician passed the scope approximately 15 to 20 cm and noticed blood in the oropharynx. The physician does not remember encountering any significant or unusual resistance. The physician removed the scope and reassessed the patient, suctioning the blood out of the oropharynx and feeling the neck and chest for evidence of subcutaneous gas that might indicate a perforation; there was none. The physician then re-introduced the exalt d and passed it to about 35cm. Passage felt "kind of smooth." After passing to 35cm he could not advance any further and thought the image did not show normal esophageal lumen or mucosa. There was also some blood in the field, which indicated that he was "in some kind of tract." He removed the exalt d scope and attempted to perform an esophagogastroduodenoscopy (egd) with a gastroscope. When passing the gastroscope into the oropharynx he identified a perforation "in the area of the crycopharyngeus" but could not traverse the upper esophageal sphincter (ues) or enter the true lumen of the esophagus. It appeared that the exalt d scope had been passed through a perforation and into the mediastinum. At this point, the physician consulted a thoracic surgeon who came to the endoscopy suite and performed his own egd. The thoracic surgeon identified the perforation as being in the pyriform sinus with a tract into the mediastinum. A feeding tube was placed in the stomach, and a nasogastric tube was passed through the perforation in the pyriform sinus and down into the mediastinal tract. The patient was then transferred to the intensive care unit (ICU), intubated, and a computerized tomography (CT) scan of the chest and abdomen was completed. This revealed pneumomediastinum and pneumoretroperitoneum. The patient has been extubated, has no signs of infection and is tolerating tube feeding. His nasogastric tube drain in the mediastinum is being sequentially pulled out a little more each day. He is expected to resolve the perforation with supportive care only and without the need for surgery. Note: according to the exalt d IFU, perforation is listed as a possible complication of an endoscopic procedure.